Manufacturer narrative:
The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the board was not working and replaced pcb, motor controller (d671-00-0004). Function tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Event site state: (B)(6). Event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) once turned on it rings and locks, signaling reporting the following message: electrical test failed code 50. There were no patients involved.